Event description:
It was reported that a patient underwent a laparoscopic removal of an ovarian remnant and lysis of adhesions in (B)(6) 2012 and an absorbable adhesion barrier was used. Marcaine was a local anesthetic used at the surgical site during the procedure. A few days after the procedure, the patient had a full body desquaminative skin rash. The patient was hospitalized in the ICU and given intravenous antibiotics. The rash lasted approximately one to two weeks. The patient's condition resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02075. The same patient is represented in each medwatch.